Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent monorail 8.0-21 was selected for intervention. After the stent was implanted, the delivery system became stuck on the embolic protection device. The delivery system and wire had to be removed as one unit, and the devices were removed intact. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent monorail 8.0-21 was selected for intervention. After the stent was implanted, the delivery system became stuck on the embolic protection device. The delivery system and wire had to be removed as one unit, and the devices were removed intact. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: a carotid device was received for analysis. This device is recommended for use with a 0.014-inch (0.36mm) guidewire as per the instructions for use (IFU). The device was returned loaded on to the customer's guidewire and was unsheathed. Solidified blood was noted inside the delivery system. The investigator was unable to remove the guidewire from the device while unsheathed. The investigator sheathed the device and was still unable to remove the guidewire from the device. The investigator put the device in the water bath over night to soften the solidified blood. The investigator removed the device from the water bath and was able to remove the guidewire from the device, with a certain degree of resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.